Event description:
It was reported, that the patient presented to the clinic for a scheduled follow-up. During interrogation, it was noted, that the right ventricular (rv) lead was oversensing noise. There was no intervention performed. The clinic will continue to monitor the patient. The patient was discharged with no reports of adverse consequences.